Manufacturer narrative:
(B)(4). The field service engineer (fse)'s visual review of the system showed the footswitch was bent and not working properly. Philips conducted its investigation based on information received. Based on available information, the cause could be related to the use of anti-fatigue mats under the footswitches since the footswitch was designed to be used on a solid surface. After replacing the footswitch, the reported problem with the system was solved. Philips is working on adding a metal plate under the footswitch to prevent bending.

Event description:
Philips received a complaint from a customer that the footswitch was not working.